Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system with the related watchman delivery system (wds). The device was bloody. The tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (misshapen/ delamination), and there were numerous kinks in the sheath. Inspection of the rest of the device found no other damage or irregularities. The reported sheath kink was confirmed.

Event description:
Reportable based on analysis completed on 22 may 2019. It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were used. During the procedure, a kink was noted in the was as the physician was inserting the closure device into the sheath. The device then telescoped through the delivery system and the outside housing on the device crimped as well. Both the sheath and the delivery system were removed from the body. Another was inserted and the case continued and was completed without complication. There were no reported complications with the patient. However, the device analysis revealed inner liner delamination.